Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that the unit would raise the unit, with a little pressure on the boom the unit will drop down, and when you press the down button on the hand set the unit would raise, sometimes if up button was pressed it would go down, and sometime it would move when no one was around the lift.